Manufacturer narrative:
(B)(4).

Event description:
It was reported that dislodgement was observed under fluoroscopy. The lead was explanted without trouble. There were no adverse consequences for the patient.